Manufacturer narrative:
D. Updated suspect medical devise: added product information. H6: corrected the following: health effect - clinical code, impact code, medical device problem code, component cod, type of investigation, investigation findings, investigation conclusions the reason for the revision reported in case: (B)(4) cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2013. They underwent left knee revision surgery on (B)(6) 2022, approximately 8 years 10 months post primary surgery due to accelerated and preventable wear of the optetrak logic polyethylene tibial insert. The patient claims to have suffered from injuries including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.